Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: investigation revealed that the display was dim and discolored. Evaluation also revealed a crack in the battery compartment. Unrelated to these issues, investigation revealed a scratched display lens and a crack in the pump case near the upper right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display was dim and discolored. Evaluation also revealed that there was a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2015.